Event description:
A global advantage shoulder replacement was arthroscoped and the glenoid was found to be loose. The glenoid component was removed through a 2.5cm incision. Bone cement was also removed. The shoulder will be left as a hemi-arthroplasty until further notice.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device(s) was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination(s) was not provided. The patient was implanted circa 2005 and revised on (B)(6) 2013. Additional event information and patient x-rays were requested but not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-13217. This report, 1818910-2013-12397 will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-13217.